Manufacturer narrative:
The insulin pump alarmed unexpected restart due to broken solder joint component on the interface board. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No display anomaly noted and the device passed the self-test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had constant unexpected restart alarms. The customer stated that the alarm would happen and then the reservoir icon would show as empty when it is actually full. The customer stated that the alarm had occurred 6 times. It was stated that the alarm was not occurring after the battery change but rather every other day. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.